Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia throughout the day. The customer's blood glucose level was 449 mg/dl at the time of the incident. The customer reported that she kept on going high. The customer's other blood glucose values were 164 mg/dl, 150 mg/dl, 180 mg/dl, 252 mg/dl, 364 mg/dl, 409 mg/dl, 469 mg/dl, and 77 mg/dl. The customer was assisted in troubleshooting for high blood glucose level. She was not alleging that the insulin pump was under delivering. The customer was assisted in performing high pressure test and it was passed. She was treated with insulin syringe. The insulin pump will not be returned for analysis.